Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump led screen is appearing to leak or develops discolorations when it is warm and goes away again when temps go down. Blood glucose value was 17.8 mmol/l at the time of the incident. The customer treated their blood glucose level with mdi. No troubleshooting was performed due to the customer currently traveling. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.